Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the sub drawer boards and pyxibus module board was defective. A field service engineer upon inspection found drawer controller board and pyxibus module controller (pmc) board caused system to not turn on. Fse replaced sub drawer boards and pmc boards to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was not powering on. User tried unplugging and plugging the cables, but station would not turn on. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.